Event description:
During the implantation procedure, while attaching the leads to this device, they could not get the screwdriver to torque properly. One click was heard and then nothing. A new screwdriver was used and this time nothing; it was inserted and it was reported that you could see the tip of the screwdriver rotating but "no torque". This ICD was not implanted; a new paradym was implanted.

Event description:
During the implantation procedure, while attaching the leads to this device, they could not get the screwdriver to torque properly. One click was heard and then nothing. A new screwdriver was used and this time nothing; it was inserted and it was reported that you could see the tip of the screwdriver rotating but "no torque." This ICD was not implanted; a new paradym was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2012: the analysis on this device is pending.